Manufacturer narrative:
(B)(4). This is a report of a use error, where patient failed to follow therapy steps by disconnecting supply bags during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide also provides proper steps for ending therapy and then disconnecting bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps by disconnecting supply bags during fill 3 of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.